Event description:
Reportedly, it was reported that an edwards' aortic bioprosthetic valve was explanted after an implant duration of approximately 113 months due to a torn leaflet. Multiple attempts to obtain additional information have been unsuccessful.

Event description:
The received operative report indicates patient was diagnosed with aortic stenosis and aortic incompetence status, native coronary artery disease post CABG x2, severe mitral incompetence and severe tricuspid incompetence. In addition to redo aortic valve replacement of the edwards' valve, the patient underwent, CABG x1, tricuspid valve annuloplasty, and mitral valve annuloplasty. On 3-d imaging, the [bioprosthetic] valve appeared to have a prolapsed torn leaflet, and this was indeed the case.

Manufacturer narrative:
(B)(4): valve leaflet tear. Evaluation: evaluation anticipated, not yet begun. Result: evaluation anticipated, not yet begun. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Returned device evaluation results and conclusions will be reported once completed.

Manufacturer narrative:
Method = x-ray. Evaluation summary: thickened and swollen tissue was evident in the valve leaflets. A tear was detected at free margin and along the attachment of leaflet 3 at commissure 1, and measured to approximately 6mm. At the inflow aspect, moderate host tissue overgrowth encroached onto leaflet 1 and into the orifice at the greatest point by approximately 5mm. Host tissue is minimal to moderate at the stent inflow. The x-ray also demonstrated distortion at commissure 3 which may possibly be due to explant. Device evaluation indicates non calcific tissue degeneration as the primary cause of the reported tear and aortic incompetency which led to this explant; non-calcific bioprosthetic tissue degeneration is a chronic event with large variability among the recipients. The mechanism of non-calcific tissue degeneration is not fully understood. Considering that tissue degeneration is generally co-localized with the high stress zone on the bioprosthesis, it is possible that both operational mechanical stress and biological factors such as infiltration of pro-inflammatory cells, mononuclear cells or macrophages, may play important roles in leaflet tissue degeneration. However, the time course and involvement of other factors during the early stage of this chronic tissue degenerative process remain unknown. In this case, it is likely that patient condition and comorbidities may have contributed to this event.